Manufacturer narrative:
This report is being supplemented to provide additional information as reflected on b5. The suspect device referenced in this report was returned to olympus; however, evaluation has not yet begun. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
Olympus received further information from the olympus representative on behalf of the customer indicating that the procedure was prolonged by approximately 30 minutes with the patient under general anesthesia to try other fibers and set up a new laser. The patient also required additional anesthesia. The model and serial number of the laser system used with the olympus fibers were unknown. The facility name was also provided.

Event description:
An olympus representative reported to olympus on behalf of the customer that the soltive premium superpulsed laser system produced error codes 46, 310, 441, and 401 during a therapeutic bladder stone lithalopaxy procedure with three different 550 micron tfl single use fibers and as such, the surgeon could not perform the case using the olympus devices. The laser console was restarted, and errors were still produced. The console was also restarted using the same fibers. The procedure was completed using a third-party back up laser. There was no patient injury or condition that needed medical intervention. There was no further patient impact reported. The console has been used successfully since the failures and will not be returned. This event is reported under the following related patient identifiers: (B)(6) - laser fiber 1, (B)(6) - laser fiber 2, (B)(6) - laser fiber 3, (B)(6) - laser system. This medwatch report is for patient identifier (B)(6).

Manufacturer narrative:
Initial investigation noted that the error codes 46, 310, and 401 are system errors, not fiber errors and are likely just one-off errors and the fibers were probably fine. The 441 error is a fiber absent error and, if it only happened on one fiber, then that fiber is likely bad. However, if all three fibers got 441 errors, then it is likely there is an issue with the laser console, not the fibers, and thus, the console will need to be returned for evaluation. The suspect device has not been returned to olympus. Additional information is being requested. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The subject device was returned to olympus for inspection, and there was no abnormality noted. The evaluation results are as follows: the connector had the proximal/ connector cap on and there was no physical damage observed near the connector. The fiber shaft/ body did not have any visual physical defects. The fiber tip appeared to have been used with evidence of burn-back and discoloration consistent with use. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, no issues were observed with the subject device (fiber). It was confirmed that the reported error codes were related to the console instead. Therefore, no fault with the fiber was found. This supplemental report includes a correction to d9 from the previous submission. An update has been made to h3 and additional information has been added to h4. Olympus will continue to monitor field performance for this device.